Event description:
Patient was being lowered in spirit select bed when a large flash, popping sound and burn smell was noted. The wall plug was immediately disconnected and patient was moved to another bed. On inspection of the bed, a slit was found in the electrical cord and during the lowering process, it came in contact with a ground. Kinetics concept incorporated (kci) was contacted and quickly responded. It was found that the headboard to the bed had been removed from the bed which allowed the electrical cord to be wrapped around the frame. It became pinched in the bed mechanism when it was lowered causing the cord to become compromised. No patient injury.======================manufacturer response for spirit select bed, spirit select bed (per site reporter).======================kci is investigating the bed and will update us on their findings. They also removed one additional bed from the facility with a possible compromised electrical cord.